Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that after a revision surgery the patient got his stimulator reprogrammed by a manufacturing representative (rep) because "something was not working correctly and something went wrong." They shut adaptive stim (as) off on the patient programmer (pp) because it was not adjusting correctly with the patient's positional movements. The programs were not working correctly. It was uncomfortable when lying down. They turned stimulation down to 0v but the patient still felt stimulation. It was confirmed that the patient was on group d, with program 1 on 1.0v and program 2 on 5.0v. The patient turned all programs to 0.0v and he still felt stimulation. Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.